Event description:
It was reported all of the patient's programs are auto-reducing. The patient stated she noticed the issue after having the system turned off for approximately a week. Follow-up information revealed the patient may undergo surgical intervention at a later date to address the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed during post-op, diagnostic testing showed high impedance readings on multiple lead contacts. Subsequently, the patient underwent surgical intervention where the existing lead was disconnected from the ipg header. The header was suctioned, the existing lead was re-inserted, and a new lead was inserted. All impedances were within the normal range, and effective therapy was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.